Manufacturer narrative:
Patient information not provided as site declined manufacturer request. Medtronic representative following-up at the site, reports the s7 system was checked for accuracy twice. Registration and accuracy were both fine. System has been used since then and no other surgeons have expressed concern. The surgeon in this case did not do another biopsy.

Manufacturer narrative:
After further onsite investigation, the medtronic field representative reported that the alleged inaccuracy may have stemmed from poor fiducial marker placement. The rep provided training for the site staff on proper fiducial marker placement.

Event description:
A medtronic representative reported that a surgeon alleged an inaccuracy (unspecified measurement) in a cranial biopsy procedure. The surgeon did not note, or report, the inaccuracy during the procedure when the medtronic representative was present. This information was relayed, post-surgery, when the biopsy results were different than the surgeon expected. The surgeon completed the procedure with the use of the navigation system. There was no allegation of an inaccuracy at the time of the event, and no impact on patient outcome.